Event description:
It was reported that the user experienced elevated blood glucose after changing supplies on the ilet system, and the cannula appeared normal upon removal of the infusion set. Symptoms included hyperglycemia. Outcomes included user-performed corrective action with a full set change and no further assistance required. Investigation included troubleshooting and education by customer support. Investigation of this case revealed no device malfunction observed during the call, and user factors such as potential infusion-site scar tissue were suspected contributors. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.